Manufacturer narrative:
During the eval of the device at the MFR's service ctr, a failure related to the remote alarm connector was observed. The device's interface board was replaced to address the issue. Device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.